Manufacturer narrative:
The report of ¿unable to connect to the ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. It was reported that the device entered service app state during the ipg pocket revision procedure. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during an ipg pocket revision procedure on (B)(6) 2020, the ipg was unable to communicate with external devices. The ipg had been put into surgery mode prior to the procedure. Troubleshooting was unable to recover the ipg or resolve the issue. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Ipg was also relocated due to pain at ipg site (see manufacturer report number 1627487-2020-01744). Lead was also explanted and replaced due to ineffective stimulation (see manufacturer report number 1627487-2020-01745).